Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The patient stated they had skin irritation and an allergic reaction to the adhesive patch. She was evaluated by a healthcare personnel (hcp). At the time of contact, the skin reaction had resolved. No additional patient or event information is available.